Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user was prescribed antibiotics to treat insertion site. The user was encouraged to continue to contact customer care for any additional questions. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported an infection at the old sensor insertion sights when the area became raised and hard with pus and blood.